Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a functional end to end anastomosis on a colectomy procedure, the first firing stopped immediately after it began. The jaws were opened and a new reload was used, then the device could be used without problem. There was no patient injury.